Manufacturer narrative:
Concomitant medical products: product ID: 97745, (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported controller was crushed. Patient fell on the controller yesterday when he slipped on the ice, and it didn¿t work now. A replacement controller would be sent. No patient complications were reported. On (B)(6) 2019, additional information was received from the patient reporting that they received a replacement controller, but since they ¿recharged their controller they had been feeling stimulation from their butt down¿. The patient stated that they hadn¿t been feeling anything in their back like they wanted (where it should be) and were rather just feeling it in their legs. The patient inquired if this was something they had to see their doctor for or if it was something that they could adjust themselves. It was reviewed that they could consider increasing the amplitude or changing programs if medically appropriate. The patient tried increasing stimulation on their current group, group c to 3.4 and they only felt stimulation in their butt and toes. The patient stated that group b was at 3.6, and they only felt stimulation on their left leg and butt and on group a at 3.7 they felt it in both legs and toes a nd in their butt. The patient mentioned that the stimulation was irritating their back side. It was indicated that the patient had a fall where they slipped on the ice, which they may have contributed to the issue. The patient was redirected to follow-up with their healthcare provider (hcp) to have their device checked and discuss the therapy issues. It was reported that the issue of the patient not feeling stimulation in their back and where the stimulation was irritating their back side began a week ago in (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional ifrnoamtion from patient was received. Patient stated ever since patient fell on (B)(6) 2019, the stimulation in low back stopped working, patient felt stimulation in legs and down to the toes and in the butt. It was unknown the cause of change in stimulation was determined and the issues were not resolved. Patient would see rep on (B)(6) 2019. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked what steps were taken to resolve the change in stimulation, and back side stimulation being irritated since the fall, patient stated x-ray had been ordered. It was noted device failure was unknown and those issues had not been resolved. No further complications were reported/anticipated.